Event description:
New information received indicated that the lead was explanted. Patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that externalized conductors were observed via fluoroscopy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in clinic for follow up after receiving a patient notification for rv pacing lead impedance greater than the upper limit. The impedance has been steadily increasing over the past few months. Patient will continue to be monitored closely.